Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7086829/7087182.

Event description:
It was reported that the patient was in extreme pain due to a possible infection. No device malfunction was detected. The patient underwent an explant procedure and it was determined that there was no infection detected. The explanted ipg and percutaneous leads will not be returned.